Event description:
The customer contact reported a tubing rupture while in use with a power injector. On an unspecified date, the male adapter of an unspecified power injector tubing was connected to the clave port of the extension tubing set and was being used to deliver an unspecified contrast medium, at an unspecified rate, via a power injector. After an unspecified length of time after the procedure started, the customer contact reported that the tubing split in half. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the extension tubing set was replaced and the procedure was resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.